Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
It was reported the balloon ruptured. The 90% stenosed target lesion was located in the severely calcified, moderately tortuous proximal portion of the left anterior descending artery (lad). A 10mmx2.75mm wolverine cutting balloon was used for treatment. The device was inflated to 6 atmospheres (atm) for 20 seconds, and then 8atm when slight resistance was met during delivery. The device was removed from the patient after and a pinhole was observed. The procedure was then completed with the use of a 3.0mm wolverine cutting balloon and a 3.0 drug coated balloon (dcb) successfully. No patient complications were reported.